Manufacturer narrative:
510k: this report is for unknown norian drillable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in a conversation with a hospital representative on march 27, 2017, a company representative was notified that a patient was implanted with a norian drillable product on an unknown date for a craniotomy procedure, and has subsequently developed an infection or abscess. The company representative informed the hospital representative that the norian drillable product was not indicated for cmf usage and that this is an off-label usage of the product. No additional information is available. This report is for one (1) unknown norian drillable. This is report 1 of 1 for (B)(4).